Event description:
Per independent repair center: the unit is alarming and leaking. Per independent repair center statement, unit alarming or red light. The key failure was that the tie wraps were leaking.